Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a knife was dull during surgery. An alternate knife was obtained in order to complete the procedure. There was no harm to the patient. Additional information has been requested. Additional information received clarified that the knife was felt to be dull as soon as the surgeon attempted the incision during a cataract surgery.